Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s reported via phone call that the customer was hospitalized had experienced high blood glucose. The customer¿s blood glucose level was 580 mg/dl and 310 mg/dl. The customer was treated in the hospital. The customer stated that they had no delivery alarm. It was reported that the change of the infusion set, reservoir or complete set change didn't resolved the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The insulin pump passed self test, unexpected restart, error test, rewind test, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. The device was received with corroded battery tube, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker, debris under lcd window and minor scratches on lcd window.